Event description:
It was reported the lead would not insert into the header block. Loosening the set screws did not resolve the issue. The set screws were not backed all the way out. The lead then inserted, but the screw would not tighten down. The torque wrench did not click. A different stimulator was used. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found non-conformance in the form of the setscrew being backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mmmh, product type: lead. (B)(4).